Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the lead site following a trial procedure. It was believed to be procedure related. The patient underwent a lead pull.

Manufacturer narrative:
Additional information was received that the procedure was an early lead pull. No further information could be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the lead site following a trial procedure. It was believed to be procedure related. The patient underwent a lead pull.